Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This peritoneal dialysis (pd) patient contacted technical support to inquire if he had enough drain bags for treatment as he had 2,900ml to drain from the hospital. During follow-up it was determined that the patient was hospitalized 7/11-7/18 for hyperkalemia. Additionally, the patient had mentioned his treatment prescription had been changed to include more exchanges. Attempts to obtain additional information were unsuccessful. The cause of the patient¿s hyperkalemia is unknown. The mention of the prescription change to add more exchanges to his treatment suggests that the patient¿s prescription was not efficient and needed to be altered. There is no allegation or evidence of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This peritoneal dialysis (pd) patient contacted technical support to inquire if he had enough drain bags for treatment as he had 2,900ml to drain from the hospital. During follow-up it was determined that the patient was hospitalized (B)(6) for hyperkalemia. Additionally, the patient had mentioned his treatment prescription had been changed to include more exchanges. Attempts to obtain additional information were unsuccessful. The cause of the patient¿s hyperkalemia is unknown. The mention of the prescription change to add more exchanges to his treatment suggests that the patient¿s prescription was not efficient and needed to be altered. There is no allegation or evidence of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event.